Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a physician's dell x5 handheld device would take about 3 to 5 minutes to proceed to the programming screen following device interrogation. The physician was very frustrated by the performance and wanted the handheld replaced. A replacement programming system was sent to the physician (wand, handheld, and associated software) and the programming system in question was returned to the manufacturer for analysis. Product analysis of the programming wand concluded that no performance or any other type of adverse condition was found with the programming wand. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the dell x5 handheld, it was identified that the serial cable was unable to establish communication between the handheld and a known good wand. The cause for the communication difficulties is associated with broken wire connections in the dell axim connector plug assembly. Once the wires were soldered onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The cause for the wire breaks are unknown, but is likely associated with mishandling of the serial cable; however, this cannot be confirmed. The damage to the serial cable is the most likely cause for the reported anomaly (software taking longer than normal to proceed after device interrogation). Once the cable was repaired, no further anomalies were identified.